Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited over-sensed noise. The lead was capped and replaced on (B)(6) 2023. The patient's condition was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.